Manufacturer narrative:
Findings: unit failed displacement test. Alarm confirmed in alarm history screen, and motor error alarm noted during rewind due to motor encoder out of phase. Unit received with cracked case on display window corners, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads. (B)(4) .

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was over 120 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.